Event description:
Thresholds had gone up and sensing was down, so they capped the lead and replaced it. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.